Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient was revised on (B)(6) 2006 due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2006 due to unspecified acetabular complications. Operative report further noted disassociation between the modular head and acetabular cup, reactive tissue and thickened capsular tissue. All components were removed and replaced. Operative report noted patient underwent a left total hip arthroplasty on (B)(6) 2005.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device not returned by attorney.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2015-00381 & 01859 & 01871 & 01872 & 01904 & 01905).